Event description:
It was reported that the surgeon prepared the canal for a corail 125 degree standard collar corail size 12 . The surgeon broached progressively to size 12 and took x-rays . The surgeon used a calcar planer and everything looked good . However upon inserting the stem it would not seat flush to the calcar and was 7 centimeters proud which is unacceptable . The surgeon is a participant in dots with depuy clinical orthopedics . A great deal of the information am be obtained from them. There is no reported loosening. There is a reported surgical delay of 5 minutes. Doe: (B)(6) 2022. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2 (age) and a3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device l971212, lot 9911247, and no non-conformances / manufacturing irregularities were identified.